Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator battery was not charging when plugged into the wall. The ventilator was not in use on a patient at the time of the reported event. A service engineer (se) inspected the device and verified the reported issue. One of the spare batteries would not charge. The ventilator was left to charge overnight and unit passed all testing and operated within the manufacturing specifications. The customer will be provided an extra spare battery.